Event description:
Baxter germany reports a pt with incomplete occlusion of the dialysate by the transfer set clamp. The pt states, even though clamp was in closed position, fluid leaked out after removal of the protective minicap. The pt continued with her dialysis exchange with the assistance of her husband and the use of clamps. Following the completion of her exchange, she applied a new minicap. Due to the inabilty of the clamp to occlude the flow of fluid, the pt noted a betadine leak towards the catheter lumen. In addition, when turning the rotating clamp, a faint grinding noise was noted. As a consequence of this leakage, the pt rev'd a transfer set change and prophylactic antibiotics as follows: a single loading dose of gramaxin and certomycin (dosage unknown). No pt injury reported per baxter affiliate.